Event description:
It was reported to the manufacturer that the handheld would no longer hold charge and the screen froze intermittently during use. Troubleshooting did not resolve the issue. The non-working device was returned for product analysis. Product analysis has been completed on the returned handheld. Analysis of the handheld identified a broken solder connection near the main battery terminal. The condition caused the handheld to intermittently lose power while operating on main battery power. This also prevented reliable charging of the main battery. Once connection was resoldered, full product functionality was restored.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.